Event description:
It was reported the patient tried to adjust their stimulation the day of report ¿cause it worked and then all of a sudden for 2 nights I've been wetting my pants and running to the bathroom."

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturer representative. It was stated the patient had an appointment scheduled for (B)(6)-2013.

Manufacturer narrative:
Concomitant medical products: patient product ID: 3889-28, lot# va0aabs, product type: lead . The initial MDR was filed as MFR report #3007566237-2013-03001. Additional review indicated the correct manufacturing site was site #(B)(4).